Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315007172 (B)(4). Other device used: catalog #unk, unknown zimmer femoral head, lot #unk this report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to adverse local tissue reaction secondary to corrosion at the head-neck junction. Preoperative serum cobalt levels were elevated.

Manufacturer narrative:
The device was not returned for review, therefore its condition cannot be described. The manufacturing documentation could not be reviewed as the item/lot numbers are unavailable. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices could not be reviewed as item/lot information is unavailable. A complaint history search could not be performed due to the lack of identifying product information. With the information provided, a definitive root cause cannot be determined.